Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2015. At this time the patient obtained a blood glucose result of "16mmol/l" on the subject meter and "9mmol/l" on another onetouch ultra2 meter. The patient manages their diabetes with novorapid insulin (5 units at 7am, 4 units at 12pm and 6 units at 6pm every day) as well as levemir insulin (4 units at 10pm daily) and stated that they took an increased dosage (unspecified units) of novorapid as a result of the blood glucose reading of "16mmol/l" on the subject meter. The patient stated that they began "sweating" immediately after taking this insulin and they associated this with hypoglycemia, so as a result, self-treated by drinking a cup of apple juice right away. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.